Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the digital visual interface (dvi) had no signal output due to faulty main board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Initial reporter (B)(6) hospital. Address: (B)(6) china.

Event description:
The customer reported to olympus, during preparation for a bronchoscopy procedure, the video system had no signal from digital visual interface (dvi) connector. Subsequently, the procedure was completed with a similar device with no delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty main board. Olympus will continue to monitor field performance for this device.